Manufacturer narrative:
The insulin pump functioned properly during prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. The insulin pump was received with ink spots and bleeding in the middle of lcd glass. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump screen had a black spot and received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump might have been dropped. The customer stated that the display was hard to see because of the black spot on the screen. The customer stated that the no delivery alarm was resolved by changing the infusion set. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.